Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) system was exhibiting noise and oversensing on the right ventricular (rv) lead channel along with an increase in rv pacing thresholds. Furthermore, the patient was experiencing a relapsing fever. Subsequently, the physician elected to perform a revision procedure. Upon opening the pocket, it was revealed that the patient was experiencing a pocket infection. The system was then explanted. It was reported that the physician noted damage on the rv lead between the tip and ring. The lead was to be returned and the rest of the system was sent onto hospital testing.